Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 52 mg/dl and 124 mg/dl. Customer drank a (B)(6) in response to the readings. No adverse event reported. Requested return of suspect device and replacement was sent.